Event description:
Per the clinic, the patient underwent revision surgery on (B)(6) 2012, due to extracochlear electrode array placement.

Manufacturer narrative:
(B)(4). Implanted device remains.

Manufacturer narrative:
Per patient's surgeon, the device was explanted on (B)(6) 2012; the patient has no intention of being reimplanted with a new device. This report is filed (B)(4) 2012.

Manufacturer narrative:
This report is filed on (B)(4) 2013.